Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the patient was unable to proceed with fill and tubing, after which a guided dry run without a cartridge and a press-and-hold to 70 units produced no alerts, and using a new cartridge resulted in visible drops from the tubing and completion of the supply change. Symptoms included hyperglycemia with a peak blood glucose of 351 mg/dl lasting about one hour, without ketone testing, medical intervention, or assistance. Outcomes included transient hyperglycemia managed with manual back-up therapy, with no hospitalization and no immediate health effects reported. Investigation included real-time troubleshooting and education, including verification of priming function and successful completion of the supply change with a replacement cartridge. Investigation of this case revealed that the issue resolved after replacing the cartridge and priming the tubing, and the specific cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.